Event description:
Breast implant became hard as a rock and constantly ached. Rptr's lymph nodes have swollen for five yrs and now are permanently swollen. Rptr is achey from head to toe as if she has the flu (for more than three yrs). Her joints and muscles in her legs and back have hurt for 8 yrs. She has constant fatigue for three yrs, burning in her chest, mouth sores, body sores, swollen hands and memory loss for 2 yrs.